Manufacturer narrative:
The lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Inspection of the device found the exposed portion of the soft cannula to be kinked. The timing and cause of the soft cannula damage could not be determined. Though the external soft cannula was found to be kinked, fluid flowed freely through the complete fluid path. No tears or leaks were found in the fluid path. No problems were found with the pod during the investigation that would cause fluid to leak during wear. There were no damage or defects noted to the fluid path components that would contribute to a skin condition of swelling at the infusion site. The exact cause of the reported skin swelling could not be determined. Locked down smartphone: lockdown, omnipod software app version: 3.1.1, operating system: n5004l-am-q-mv01602-06-01.06, hardware: n5004l, cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
A malfunction was found in the investigation for the original report of leaking during wear at the infusion site (arm) and skin condition swelling. The investigation observed a kinked cannula. It was also reported that the patient's blood glucose level rose to 260 mg/dl while wearing the pod between 4 and 24 hours.